Manufacturer narrative:
Ge healthcare (gehc) investigation has been completed, and the root cause was identified as use error. Based on review of the device logs it was confirmed that there was no device malfunction. It was determined that the clinician did not push the start case button and thus did not place the avance cs2 machine into therapy and start fresh gas flow. No further actions are planned by ge healthcare. These investigation findings have been provided to the end user by ge healthcare.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a5 and block a6: no information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to an avance cs2 when the unit alarmed for no fresh gas flow. It was alleged the user was unable to provide gas flow to the patient and the patient desaturated. The user switched the unit from bag to vent mode and returned to bag mode. The user was then able to resume gas flow to the patient, the patient stabilized, and the case was completed. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.